Manufacturer narrative:
Concomitant medical products: product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3550-29, lot# n325886, implanted: (B)(6) 2012, product type: accessory; product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
A consumer implanted for spinal pain reported that there was a loss of therapeutic effect. The caller was unsure when this started and it was mentioned that the patient did not have a managing doctor. The patient wanted the device checked to see if it was working or not. Follow-up determined that the doctor claimed to have nothing to do with the manufacturer and the manufacturer representative (rep) was noted to not return the patient's calls. The patient had not been seen by a doctor or rep since 2012. The patient needed help. Additional information received from the consumer in (B)(6) reported they experienced a return of pain in their left leg in the past few weeks, and therapy wasn't resolving their pain. There were no traumas or falls reported related to this issue. The consumer later stated they met with the manufacturer's representative (rep) who examined them and told them one wire was completely dead and a second wire was going dead. Nothing had been done as of yet, but the consumer needed to get their device working again.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient¿s therapy was not working as it used to. Gradually, it stopped giving him pain relief. The patient turned the stimulation on in the morning and turned if off at night. The patient experienced a loss of therapeutic effect. The patient was told by a manufacturing representative that one of the wires was ¿dead¿ and the other one was going as well. The ¿other wire must have gone dead¿ since the patient was not getting any relief from the therapy.

Event description:
Additional information received reported the patient was "trying to get something done" about their issue. The patient was trying to get an appointment to get this resolved. The patient's return of pain had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.